Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for full pump reset, completed reset with technician guidance, and successfully started new sensor session without further error.